Event description:
As reported, after use of a 6f-12f mynx control vascular closure device (vcd), the patient experienced a small hematoma less than 6cm and erythema post discharge home. The patient was treated with antibiotics. The mynx control venous vcds were used in the common femoral vein (cfv) during a paf procedure, with no issues experienced during deployment, and hemostasis was achieved. The devices were stored and prepped per the instructions for use (IFU). The patient was under general anesthesia during an outpatient procedure, and the deployer was mynx certified. The patient had no relevant medical history. The femoral artery¿s suitability was verified on venography, including appropriate insertion angle, and there was no vessel tortuosity. There were no multiple sheath exchanges or multiple stick attempts prior to access. The patient¿s inr was not greater than 1.5. The access site was cleaned with chlorhexidine pre-procedure and dressed with a gauze and tegaderm post-procedure. The patient was not immunocompromised and had no recent infection. The devices will not be returned for evaluation.

Manufacturer narrative:
Please note the lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.